Event description:
It was reported that the customer was programming a bolus and the insulin pump did not stop at 4.0 units, and it was scrolling up to 24.0 units. It was stated that the buttons were unresponsive. Troubleshooting was performed. It was stated that the battery was changed twice and the display was frozen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent button response as a result of corroded keypad traces. The insulin pump was tested with a test keypad and a frozen display was not observed.